Event description:
Paramedics responded to a person in possible mi. The pt was being transported to the hospital when the appeared to go into cardiac arrest. The device was powered on, connected to the pt with disposable defibrillator/ECG electrodes and paddles lead selected. According to the reporter, the device displayed dashed lines them momentarily displayed large artifact. CPR was administered wihile 3-lead ECG electrodes were connected to the pt who was then diagnosed in ventricular fibrillator the pt but, accordings to the reporter, the device dumped the charge internally before reaching full charge. At the time, the ambulance reached the hospital ed and care was continued in the ed with an ed defibrillator. Pt outcome is unknown but there was no report of an adverse effect from device use.

Manufacturer narrative:
H6: therapy cable, date code 1998. Medtronic evaluated the therapy cable and observed an open in the apex high voltage conductor near the device connector strain relief. Medtronic reviewed information with the customer regarding periodic or daily testing and inspection.